Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes educator called and stated that the customer experienced high blood glucose levels with blood glucose of 500 mg/dl at the time of the incident. The caller did not mention how the customer treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The caller stated the high was due to the fact that the customer was on steroids. The insulin pump will not be returned for analysis.